Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user complained of hearing the magnet rotation as a clattering sound. This is heard with and without the external coil over the implant, with movement. The patient reportedly collapsed as a result of the noise becoming unbearable. The clattering sound could also be heard by the physician during medical check as the physician stood next to the recipient. Hearing performance is not affected. The recipient will be explanted per his request.

Event description:
Recipient has single sided deafness and complained of hearing the magnet rotation as a clattering sound. This was heard with and without the external coil over the implant, with movement. The clattering sound could also be heard by the physician during medical check as the physician stood next to the recipient. The patient reportedly collapsed as a result of the noise becoming unbearable. However, hearing performance was not affected. The dl-coil was replaced with a d-coil and a different magnet was also tested but the problem persisted. The implant magnet was observed to be in the correct position. Skin flap was reported to have a normal thickness and recipient used an external magnet with #3 strength, which was deemed appropriate. The recipient has been explanted per his request. It was stated by the surgeon in the device explantation report that the device or a malfunction of it did not cause or contribute to the explantation.

Manufacturer narrative:
Conclusion: based on received information, the user complained of hearing the implant_s magnet rotation as a clattering sound, with and without the external processor being worn. A temporary acoustic clicking sensation might be perceived by syncronhy recipients with single sided deafness, but only when not wearing the external processor. However, during device investigation, the reportedly perceived clattering sound could not be reproduced when an external processor was presented to the implant. Additionally, the device_s electrical function and magnet were found to be within specification. Minor mechanical damages found during investigation are most likely attributable to the removal surgery. This is a final report.